Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tsvtwb10, imp,tsv,4.7,10,mtx,mg; lot# 1246359. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by customer that the implant was dropped during transport from the drill to the patient. No patient contact. The procedure was completed with another device.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The rhd2.5 was not returned. One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned implant identified no malfunction, as the implant was able to engage, retain, and disengage with an in-house mating driver as normal. Based on the evaluation, implant malfunction has not occurred and driver malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (rhd2.5) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (rhd2.5) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing to recreate the reported event was performed. The implant was able to engage/retain with an in-house mating driver as normal. The reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, the potential cause for the reported event is damaged drive feature, or improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.